Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The balloon, balloon bonds and markerbands were microscopically examined and there was no damage or irregularities noted. The device was pressurized with an inflation device filled with water. The water leaked out of the distal tip. Magnified inspection of the inner shaft revealed that the inner shaft was separated at the bi-component weld. The inner shaft was also neckdown, stretched and buckled distal of the separation. The separated ends of inner shaft were jagged, which suggests that the separation may be related to tensile overload. The inner shaft separation did prevent the balloon from inflating. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was further reported that the balloon ruptured on the first inflation. It was noted that the device had rupture prior to use.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified proximal end of the left anterior descending (lad) artery. After rotational atherectomy (rota) was performed, a 3.0/12 non bsc stent was implanted to the lesion. Then the 8mm x 3.00mm nc quantum apex¿ balloon catheter was selected for post dilatation, however, mild resistance was encountered while removing the balloon protector from the balloon. Subsequently, the device was advanced to the lesion and on unspecified inflation at 1 atmosphere, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.00/12mm nc quantum apex mr balloon catheter. No patient complications were reported and the patient¿s status was good.